Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the hospital. Based on the received information, the brakes of the ventilator were most likely not locked and the safety line was missing in the MRI room. Our conclusion is that the ventilator was not used according to user instructions.

Event description:
It was reported that the ventilator was bumped into resulting in the vent rolling into the magnetic resonance imaging (MRI) unit, as a result of the wheels being unlocked. There was no patient harm. (B)(4).